Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and showed that the device failed labeled longevity calculation. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. See block h10 for full investigation details.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and the elective replacement indicator eri to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.